Event description:
G-tube extension tubing was defective and leaking when the feed was connected and started. This resulted in some food getting to the patient, while some was leaking into his bed and caused some air to be pushed into his stomach as well.